Event description:
A gentleman who underwent a coronary stent placement in 2006. After the procedure, he had his right femoral artery access site closed with starclose device. One week later, he was seen in the office and detected to have a bruit over the right femoral artery. An vascular ultrasound and doppler test revealed a 75% stenosis -narrowing- in the right femoral artery with peak systolic velocity of 415 cm/sec. A selective femoral angiogram done one month later confirmed a 50-60% stenosis at the site of the starclose deployment. There appears to be some scarring -tissue reaction? - to the device causing significant obstruction. The device is well visualized on the angiogram since it is radio-opaque. Because the pt was not having any symptoms, he has been medically followed. I have reported this to the local representative of abbott vascular who has not paid much attention to this problem. I am now reporting it because I have seen a second case with similar, but more significant problem.....I have reported her separately as directed.